Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring proximal seal cracked during insertion. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the seal was completely unraveled. The seal was outside of the delivery tube, and the blue string was uncut. The collar was not present, the plunger had been depressed. The device was very bloody. Based upon the visual observations, the reported complaint for "seal cracked during use" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).